Event description:
Bsc/target was notified that during the procedure when the physician attempted to advance the fasstealth catheter and dasher-10 guidewire toward the middle cerebral artery with the aid of a fastracker-18 mx, he then manipulated both devices in a back and forth motion a couple of times, but his trail was without success. When he retrieved both products the dash-10 guidewire's tip got fractured/separated and remained in the pt's artery. The condition of the pt remained the same.